Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Pump passed the displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm. Motor passed motor test. Pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 600 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history contain more than one motor error alarm. Customer was advised that insulin pump would need to be replaced. Customer also reported of having low blood glucose and after treating with 3 glasses of orange juice, blood glucose was 42 mg/dl. Customer had passed out.